Manufacturer narrative:
As the products used in the reported event were discarded by the hospital, no device failure analysis is possible. Nevertheless, the details of the incident do not indicate failure on the part of any boston scientific components. The kit has been utilized at this hospital since 2004 with no similar quality issues reported. Per the event report provided by the cath lab chief technician, inadvertent user error resulted in the reported incident.

Event description:
As reported, a boston scientific convenience kit was being utilized during a right heart catheterization procedure. The physician inadvertently left the handle of the manifold connected to the saline line in the "on" position and an excess quantity of pressurized saline was injected into the patient. This resulted in the patient going into cardiac arrest. A defibrillator was used to revive the patient. The used devices were discarded by the hospital.